Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving an inaccurate reading of "170 mg/dl" compared to "52 mg/dl" obtained on another meter. The readings were taken within 30 minutes of each other. On march 3, 2010, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests his blood glucose 4-5 times per day and manages his diabetes with an insulin pump. The reported meter readings were taken on (B) (6) 2010 at 11 am, when the pt's wife found the pt unresponsive. The pt's wife tested the pt at "52 mg/dl" shortly after obtaining the alleged inaccurate high reading of "170 mg/dl." The paramedics arrived soon after and promptly treated the pt with IV glucose. At around 12 pm, the pt "came to" and was tested at over "200 mg/dl" on the paramedic's meter. The pt was not taken to the hospital. The pt indicated that he obtained a normal reading of "130 mg/dl" on the subject meter earlier that morning and did not receive any insulin based on the lfs meter reading. He did not have any symptoms at the time of concern and did not feel that there was anything unusual about his blood glucose readings prior to the alleged inaccurate high reading of "170 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30mg/dl. During troubleshooting, the customer care advocate verified that the test strips were in good condition and within the discard date, the testing process was correct, the results were taken for an approved test site, and the pt did not have any control solution to perform a quality test. This complaint is being reported due to the alleged inaccurate issue. However, there is no evidence that the pt suffered a serious injury due to the product issue. The pt's symptoms preceded the alleged inaccurate high reading. There is no indication the pt received inappropriate treatment at the time of concern. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.